Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high/undefined pacing impedance from the left ventricular (lv) lead tip to the rv coil, and it was additionally noted that it had increased sensing integrity counter (sic). It was further reported that the right atrial (ra) lead had high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 6935m62, lead, date of implant: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.